Manufacturer narrative:
Subject concentrator had been returned for service (B)(4) 2011. Timing board and module were replaced at 3829 hours. Device shipped back to hospital on (B)(4) 2011. Preliminary evaluation: device was received back from rch on (B)(4) 2013 with 6362.7 hours. Cabinet was in good condition except showed normal dirt, scratches and abrasions. Inlet air filter was detached lying in the carton and the connector were missing. Flow control was set at 2 1/min. Tape was wrapped around the oxygen outlet fitting. There was no humidifier attached. Unit was turned on at 11:10 a.m. And exhibited a loud noise typical of a failed compressor bearing. Oxygen concentration reached 93.2/93.8 percent within several minutes of operation. The actual flow rate was measured at 2 1/min. The loud bearing noise ended at 11:20 as the compressor seized. The red light lighted and the alarm sounded within a few seconds. Oxygen product flow diminished and stopped within a short time interval. Oxygen concentration continued at 93+ percent until flow stopped.

Event description:
"A patient was sent to the hospital and the family is blaming the concentrator for not producing the appropriate airflow." Patient: (B)(6), under hospice care, dies in the facility on (B)(6) 2013. He was using or had used the concentrator involved.